Event description:
This report summarizes two (2) malfunction event. A review of the events involved abutment fracturing. No patient adverse events were reported. No information regarding patient demographics were provided.

Event description:
This report summarizes two (2) malfunction event. A review of the events involved abutment fracturing. No patient adverse events were reported. No information regarding patient demographics were provided.